Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation; the issue was not duplicated during an operational check. However, a ventilator inoperative error code was discovered in the event log confirming the customer¿s complaint. The technician recommended replacing the device's flow sensor to address the issue. No further investigation is required at this time. The final test was performed, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00)